Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date, a follow-up report will be submitted with investigation results.

Event description:
It was reported that "the IV set was connected to the red port of the cvc. Upon attempting to disconnect the IV set, significant resistance was encountered. After removal, it was discovered that the distal tip of the IV set had broken off and remained lodged inside the red port of the cvc". The user changed to a new set to complete the procedure. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the IV set was connected to the red port of the cvc. Upon attempting to disconnect the IV set, significant resistance was encountered. After removal, it was discovered that the distal tip of the IV set had broken off and remained lodged inside the red port of the cvc". The user changed to a new set to complete the procedure. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".